Event description:
It is reported that the customer's insulin pump alarmed a button error. Customer stated no button was pressed for longer than three minutes. Button's on the insulin pump are not responding. Customer stated the insulin pump was not exposed to moisture. The blood glucose reading was 197mg/dl. No additional information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.